Event description:
Patient was treated with plate and screws fixation for distal femur fracture on (B)(6) 2013. Patient returned to surgeon for routine follow-up three weeks post operatively. X-rays indicated 2 of the screws were broken, and 1 screw had pulled out from the plate. Patient underwent revision (B)(6) 2013. The surgeon removed 1 broken screw, 1 broken screw head, and 1 loose screw; he then re-reduced the fracture. Three new 5.0mm locking screws and 1 new 4.5mm cortex screw were implanted. The original plate remained intact and implanted. The tip of one of the proximal screws was not retrieved, and remains implanted. It was reported the procedure was successfully completed and the patient was recovering well. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.